Manufacturer narrative:
Centrimag placement was originally reported under MFR # 2916596-2017-02229. Manufacturing and expiration dates are unknown as the serial number of the centrimag pump was not provided. Manufacturer's investigation conclusion: no device-related issues were reported. According to the account, a centrimag blood pump was placed on 12sep2017. The patient ultimately underwent a heart transplant on 18nov2017. The serial number or other identifying information of the product was not reported and the centrimag blood pump was not returned for evaluation. The centrimag blood pump instructions for use contain multiple warnings and cautions related to the use of the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 , d3 , d4 , d5 and g1 : correction. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2017. The device was explanted but will not be returned for evaluation. This event is additional information to cs-098005 and reported in catsweb under #(B)(4). No additional information provided.